Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing about 6 or 7 clips, the doctor found clips were malformed. Another device was used to finish the procedure. There was no consequence to the pt.